Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, pump rebooted to verify screen on multiple occasions. Patient reported that the last reboot was about 3 weeks ago and there was no issue at the time of the call. Patient stated that the cap was secure and that there was no damage to the battery cap or the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find power reboot occurrences. Investigation found that the battery compartment was cracked with no evidences of moisture intrusion in the battery compartment and the threads of the battery cap were stripped. As a result the battery cap was unable to tighten properly on to the pump. Attempts to power up the pump encountered power loss. A test battery cap was also unable to fully tighten onto the pump but was secured enough for the pump to power up with the appropriate audible and vibratory alerts. The pump was exercised for (B)(4) hours without incidents. When the pump casing was opened to investigate, no evidence of moisture contamination was observed within the pump interior. Inspection of the battery contacts did not find any anomalies.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.